Manufacturer narrative:
Service representatives identified an outside source of interference which was reported to have resolved itself.

Event description:
Customer reported an issue with the panorama telepack which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.